Manufacturer narrative:
Visual evaluation of the returned device found several kinks along the working length. The loop was noted to be bent, and the distal end of the sheath was damaged. The loop extended and retracted according to specifications during functional testing.though the specific failure alleged by the complainant remains unknown, the returned device did present with damage in several locations. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a colonoscopy procedure (date performed unknown).according to the complainant, the snare did not function properly. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.attempts to obtain additional information regarding this event have been unsuccessful to date. This has been deemed a reportable event because the specific device failure remains unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a colonoscopy procedure (date performed unknown). According to the complainant, the snare did not function properly. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. This has been deemed a reportable event because the specific device failure remains unknown. Should additional relevant details become available, a supplemental report will be submitted.